Manufacturer narrative:
The product has been requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. On a regular basis accu-chek inform strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection.

Event description:
There was an allegation of questionable glucose results from the accuchek inform ii meter, serial number (B)(6). At 7:44 a.m., the IV sample result of 43 mg/dl. At 7:47 a.m., the finger stick meter result was 94 mg/dl. Clarification on whether the IV sample result was from the meter or the laboratory was requested but not provided.